Event description:
Complainant alleged that during biomed testing, the device was unable to recognize that the defibrillator paddles were attached. Complainant indicated that there was no pt involvement in the reported malfunction.